Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2018. 407645 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited loss of capture causing ineffective pacing. It was additionally noted that the patient experienced significant diaphragmatic stimulation when the lv lead outputs were programmed higher. The lead was reprogrammed to avoid stimulation and remains in use. No further patient complications have been reported as a result of this event.